Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid tough strips unspecified USA not applicable batgztusunsp batgztusunsp. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid tough strips. Consumer reported that on (B)(6) 2021 the product pulled off her skin on her forearm while trying to remove it. The consumer¿s symptoms did not improve after stopping use of the product. Consumer was still experiencing symptoms while reporting this event; however, she notified that she was still in the healing process. The consumer wrapped it with the gauze to treat the symptoms. Consumer sought medical attention and was prescribed unknown medications.